Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving lioresal via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2020, it was reported that the patient's spasticity has been increasing and is "horrible" for the past 6 months to a year. The patient was looking for a healthcare provider to test their tolerance to baclofen as the patient's neurologist feels "that maybe the baclofen is not working any more". Additional information was received from the healthcare provider on 25-jan-2021 who reported that the cause for the patient¿s symptoms were not determined. Possible pump failure. The symptoms did not resolve, needs surgery.